Manufacturer narrative:
The carefusion field service representative evaluated the ventilator and replaced panel and turbine. Ventilator passed all performance verification tests.

Event description:
The customer called carefusion technical support to report that one of their ventilators will not power up. According to the customer, the screen is black and dark. They requested a field service representative to come to the facility and correct this problem. The ventilator was not on a patient when this problem occurred.

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility to evaluate the unit. Once the evaluation is complete, a follow up medwatch report will be submitted.